Event description:
Boston scientific received information that during a pacemaker replacement procedure this right atrial (ra) lead body had separated from the terminal pin. No adverse patient effects were reported. This lead was surgically capped and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.